Manufacturer narrative:
E1 - additional information was obtained for updated reporter information.

Event description:
Additional information received that confirms the patients leads were explanted and replaced on (B)(6) 2021, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Device 2 of 2. Manufacturer reference report number #: 1627487-2021-14043. It was reported that the patient had fallen and the cervical lead migrated. Surgery may occur to address this issue.